Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level (60 mg/dl) and carbohydrates were consumed to address the low bg. The customer did not know what caused the low bg; however, stated that it was not believed to have been caused by the pump or supplies. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.